Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2026, prior to administering intravenous fluids to the pediatric patient, the catheter line was inspected. During flushing, fluid leakage was observed. Examination revealed a crack at the original clamp site of the needle-free closed-system infusion connector extension tube. The clamp was immediately secured, and a new needle-free closed-system infusion connector was installed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No related quality issues or deviations were found during the manufacture of the subassembly batches.